Manufacturer narrative:
Based on the claim against the product by the customer noting that the permanent cautery hook (pch) instrument arced, an investigation was conducted. Intuitive surgical, inc. (Isi) failure analysis (fa) investigations were completed, and fa replicated and confirmed the customer-reported complaint. Fa found the primary finding of thermal damage to the yaw pulley to be related to the customer-reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and no arcing was observed after several attempts. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed by cutting the distal clevis and removing the conductor cap. The conductor wire was not broken and was still attached to the yaw pulley. No damage was observed in the area of the conductor wire. The complaint was confirmed based on the fa evaluation, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy, if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. A review of logs showed that the instrument was last used on 27-mar-2023 on system sk3583 with 0 uses remaining. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted radical prostatectomy surgical procedure, a pch instrument was used to dissect the pelvic lymph nodes and the instrument arced from the amber area. Due to the event, there was hematoma-like formation to the right external iliac vein.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, a permanent cautery hook (pch) was used to dissect the pelvic lymph nodes and the instrument arced from the amber area. The instrument did not collide with another instrument. The affected area was the right external iliac vein, and it looked like a hematoma. The surgeon observed the area multiple times throughout the case and called in another surgeon to get a second opinion. Both thought that it would be better for the injury to heal on its own. There was no bleeding, and no post-operative complication was reported. The instrument was inspected prior to use, and no unusual observations were noted. The patient's tissue had not been exposed to radiation or chemo prior to the procedure.